Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient came into the clinic for programming and was very lethargic and was having a difficult time walking. The incident was noted on (B)(6) (2 weeks post-op). A stage 1 deep brain stimulation (dbs) lead implant was performed two weeks prior. No troubleshooting was done as this was not an issue with the actual device. A bur hole washout was performed on (B)(6) 2019 and the patient recovered without issue. However, on (B)(6) 2019 the patient was admitted to the ER and was found to have another subdural hematoma. Evacuation of the bur hole was performed and the patient was doing well. The issue was resolved at the time of the report. The patient was alive without injury at the time of the repot.